Event description:
It was reported that, after a good implant postoperative course and discharge, swelling appeared at the placement site. The patient was admitted, and, on the next day, the site was reopened to identify and stop the bleeding. The device was successfully repositioned. There were no additional adverse patient effects. The system remains implanted.